Event description:
An optometrist's office reported a female pt experienced corneal abrasions, ocular redness, and photophobia and her eyes were swollen shut after using complete multipurpose solution easy rub formula. F/u with the pt indicated that she had opened a new package of freshlook colorblends contact lenses (ciba vision) and rinsed them with complete that she had used previously w/o trouble. The contacts burned, but she left them in and went to work. She bought a new bottle of solution and soaked the lenses for 2 days before trying them again. On (B)(6) 2010, she inserted the lenses and about 45 mins later, the contacts became so uncomfortable that she removed them and went to an emergency center. Medical records from the facility indicate 5 mm fluorescein uptake in both eyes. A diagnosis of keratitis was provided. Both eyes were patched and ofloxacin was prescribed. She saw her regular eye doctor on (B)(6) 2010. F/u with her optometrist showed pt presented with blurred vision and pain. She was diagnosed with bilateral corneal abrasions, approx 7-8mm, moderate circumlimbal injection and best corrected vision 20/200 ou. Pt was already using ciprofloxacin, (ofloxacin according to emergency room) he added polysporin ointment and advil. By (B)(6) 2010, the abrasions had healed by 50%. On (B)(6) 2010, corneal abrasions were 90% resolved; medications were continued. On (B)(6) 2010, no epithelial staining was noted, va was 20/20. On (B)(6) 2010, pt was asymptomatic and resumed contact lens wear (with new daily disposable lenses). Healthcare provider did not indicate that treatment was required to preclude permanent injury, but noted the event was severe in nature and possibly related to use of device.

Manufacturer narrative:
(B)(4) photophobia. MFR of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer; all results were within specifications and sterile. Chemistry testing of a retained sample from the same lot was performed and found to meet shelf life specifications. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. A root cause has not been established.